Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-1110-02 (B)(4) description: ipg kit (without pull-through tunneler) the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient had his precision system explanted due to skin erosion. The patient had lost a lot of weight (not device related) and the skin was eroding at the incision site, in which the lead tail was protruding through the skin. There we no signs of infection.

Event description:
A report was received that a patient had his precision system explanted due to skin erosion. The patient had lost a lot of weight (not device related) and the skin was eroding at the incision site, in which the lead tail was protruding through the skin. There we no signs of infection.